Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received along with an opened foil, no apparent damage and two loose clips placed inside the cartridge. The clips were tested for functionality with the test device. The clips were manually loaded and upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture clips were used. During an unknown procedure, the clip could be fed into the applier, but could not be clipped on the suture. There was no issue with the applier. The type and size of suture used was 2-0 vicryl. The suture was placed near the hinge of the clip. The surgeon was unable to lock the clip closed on the suture. The clip was used in an application where the suture was under tension. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.